Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced recurrent vaginal infections, recurrence, infection, bowel problems, discharge, vaginal scarring, and pressure. In addition, the plaintiff also experienced extrusion, urinary tract infection, dyspareunia, dysuria, erosion, menorrhagia, dysmenorrhea, mixed vulvovaginitis, interstitial cystitis, urinary incontinence, vaginal stenosis, urinary urgency and vaginal pain. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR report # 2183959-2014-472809.

Manufacturer narrative:
This was initially reported on the summary report dated august 30, 2014 under exemption (B)(4). Additionally, this was submitted as a first supplemental on the summary report dated december 23, 2014 under exemption (B)(4). Lawyer filed report.